Manufacturer narrative:
The issue was resolved for the customer by the customer ordering new mattresses and changing their cleaning procedures to follow the protocols within the manual.

Event description:
It was reported via repair work order that the mattress with reported fluid ingress. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported via repair work order that the mattress with reported fluid ingress. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.